Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2012; d224trk ICD, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that high pacing thresholds on the left ventricular (lv) lead led to possible early battery depletion of the implantable cardioverter defibrillator (ICD). The lead was capped and replaced with an epicardial lead. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.